Event description:
The customer reported the unit displays an error 1000. Error code 01000 (biphasic processor defib failure - biphasic processor) is accompanied by the "cycle power" message/instruction. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that unit displays an error 1000. Error code 01000 (biphasic processor defib failure - biphasic processor) is accompanied by the "cycler power" message/instruction. There was no report of patient involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.